Event description:
It was reported that the hospital had a power interruption and the clinical info center (cic) rebooted. Following the reboot, telemetry monitoring was lost for an unk period of time affecting three patients. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.